Event description:
The customer stated that the architect c8000 analyzer generated low potassium results of approximately 2 meq/l on a couple of patients. The patients were repeated and normal results of approximately 4 meq/l were generated. No specific patient data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer's architect c8000 analyzer (c800412) result log was reviewed. No low k results retesting as normal were noted. The lowest k result was 2.7 and retesting generated consistent results. The k pre and post ict reference solution millivolt data appeared stable with low delta values ranging between -0.60 to 1.50. The k calibration slopes appeared stable in the low 90s which is within acceptable limits. A specific cause for the reported issue could not be determined. Sample integrity or handling issues could not be ruled out based on many daily occurrences of error 3375 (unable to process test, aspiration error) and error 3104 (unable to process test, liquid contact broken during aspiration for sample pipettor at sample carrier). The ict module lot/serial number was not available to verify the ict module was within its expiration date. The ict module installation date was not provided and it could not be determined from the c800412 logs. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.